Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient developed endophthalmitis after surgery, which is currently being treated, the lens remained inside eye. Additional information has been requested and received stated that patient was treated with betamethasone and conjunctivital injection and the treatment was continuing. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that patient is still on betamethasone prescription and was almost finished with the treatment and has 1.0 vision. Additional information has been received stated that patient was treated with steroids, antibiotics and non-steroidal anti-inflammatory drugs (nsaids) for the treatment of endophthalmitis, patient also experienced hyperemia, anterior chamber cells, fibrin, hypopyon, vitreous clouding, abnormal fundus, post operative inflammation and toxic anterior segment syndrome (tass). The events has been resolved and all the steroids, antibiotics and non-steroidal anti-inflammatory drugs (nsaids) were stopped.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).